Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that multiple drawers failed and unable to recover. The customer reported that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple drawers had failed. A field service engineer found that drawers 3.1 and 3.2 were both showing as not detected on the bus, although no cubies were reported as failed. Inspection of the indicator lights revealed that only the power light was on for the module controller. The module controller was replaced, the station was booted up, and the firmware was updated. The drawers were tested using the final test in the hardware test application and passed successfully. The results were saved to the desktop, and a picture of the results was uploaded. The system functioned as intended after the field service engineer repaired the device.